Event description:
Device 1 of 2. Reference MFR report #1627487-2012-12168. The pt reported he has pain at the implant site. The pain wraps around his hip and down his groin. He stopped using the system about 4 months ago because it is not helping his pain. The pt also reported burning pain at the ipg with or w/o the stimulation on. Reportedly the pt refused to be reprogrammed or to have the system interrogated. Pt reports he wants to have the system removed. Surgical intervention will be taken at a later date to explant the system.

Manufacturer narrative:
(B)(4). This ipg serial number was included in field advisories and in a field correction. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.